Manufacturer narrative:
As reported, the capsure fastener coils were stretched during fixation. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device to function as intended. Based on the sample evaluation there is no indication the device would deploy a stretched fastener. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a procedure, the spiral coil part of the capsure fastener was stretched during fixing. There was no patient injury.